Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: air/water channel, cfu: 1 cfu, bacterial identification: moraxella sp. Sampling date: (B)(6) 2025, sampling from: instrument channel, cfu: 1 cfu, bacterial identification: bacillus species. Sampling date: (B)(6) 2025, sampling from: suction channel, cfu: 31 cfu, bacterial identification: escherichia coli. Sampling date: (B)(6) 2025, sampling from: all channel, cfu: 33 cfu, bacterial identification: n/a. Based on the provided data, no correlation has been observed between actual product device status and cause of contamination. In general, device damages (e.g. Scratches, cracks, creases, kinks) could be a source of microorganisms particularly when combined with poor reprocessing. The response from the questionnaire is indicative of compliance with instructions for use (IFU). The customer was not able to reprocess the scope due to the functional failure. The final hygiene microbiological investigation (hmi) results by olympus were negative.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the subject device was not reprocessed in time. According to the initial reporter, as a result of the delayed reprocessing the unit may have dried debris inside of it. Reportingly, this event occurred at reprocessing and had no patient involvement.